Manufacturer narrative:
At this time, the device has not been returned for investigation. Technical support is working with the end user regarding the return of the device for evaluation. We will provide a supplemental report in the event the device is eventually returned for evaluation.

Manufacturer narrative:
The device was returned to zoll failure analysis lab for evaluation. The reported complaint of a 'power loss' condition could not be duplicated under controlled testing. However, internal battery performance was found to be below specification and consistent with depletion-related alarms. No evidence of manufacturing, design, process, environmental, or misuse contribution was identified. The unit operated within expected parameters during evaluation. The internal battery is recommended for replacement, followed by verification testing per factory service procedures.

Event description:
Complainant reported that while device was in use during a patient transport, the unit alarmed "power loss." Complainant did not report any patient harm.

Manufacturer narrative:
Manufacture date unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.